Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The insulin pump alarmed no delivery. Customer's blood glucose level was 315 mg/dl. Insulin did not exit and there was a greater than normal resistance with plunger push. The alarm was caused by an infusion set/reservoir connection. The customer experienced a low blood glucose level of 28 mg/dl. She treated her low blood glucose level with juice. The device was not returned.